Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (5-10 mg/ml at .5 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a pump replacement in july and a week ago went to the emergency room with withdrawal symptoms and increased pain. A dye study, CT scan, rotor study and volume comparisons have been performed with no issues being found. The caller stated that the patient was given dilaudid intravenously and it relieved their symptoms. It was reported that the drug was changed out to see if that was the issue but no changes occurred. No further complications have been reported as a result of this event. Additional information was received from a healthcare professional (hcp). It was reported that the patient had a collection of fluid in the spine. It was reported that the catheter was revised. No further complications were reported.